Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Discrepant results for 1 patient sample were provided. Initial result: 162 mmol/l. The physician questioned the initial high result and requested a repeat of the sample. Repeat result: 140 mmol/l (tested on another pro ise analytical unit). The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas pro ise analytical unit serial number was (B)(6). The calibration and qc were acceptable. The field service engineer found that the ise mixing vessel was not clean. He cleaned the ise mixing vessel, the sipper nozzle, and the vacuum nozzle. He then activated the electrode and adjusted the sample probe and the main water pump and gear pump pressure. Precision studies and qc were performed and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the cause was due to an unclean ise mixing vessel (component failure). The service actions performed by the fse resolved the issue. No further issues were reported afterward.